Event description:
Patient initial surgery was in 2007. Approximately 6 weeks later, patient presented with swelling and tenderness on tibial site. Surgeon brought patient back to surgery about 9 weeks later for debridement and flush.

Manufacturer narrative:
Product recall initiated.